Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post-implant, the atrial lead perforated the patients atrial wall and right lung, which caused hemothorax. On (B)(6) 2014, the patient was admitted to the hospital due to chest pain and dyspnea. The atrial wall was repaired and the lead was explanted on (B)(6) 2014. Following the event, the patient was in good condition.